Event description:
Following an interventional procedure on a patient with chest pain, the 6f sts angio-seal device was deployed. Hemostasis appeared to have been achieved, but shortly afterward the patient began bleeding. Integrilin and heparin had been administered pre-procedure. A hematoma developed and spread to the patient's abdomen area; however, this was not a retroperitoneal bleed. The bleeding continued and the patient was transferred to surgery for removal of the device and repair of the vessel. The device apparently had been placed intravascularly, but good seal could not be obtained. There was no vessel occlusion. The patient was reported to be in good condition when discharged. The physician did not allege that the device was the cause of the event.